Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr xl acetabular system (left); asr xl acetabular system (right) bi-lateral revision symptoms: clunking ***update received (B)(4) 2014. Revision date and implant date, reasons for revision and hip sides queried. *** partial update received (B)(4) 2014. Product hip sides and implant dates received: left: implant date: (B)(6) 2006 (B)(4) asr acetabular implant (B)(4) total asr fem imp size 46 (B)(4) right: implant date: (B)(6) 2006 999804652 asr acetabular implant 52 (B)(4) total asr fem imp size 46 (B)(4) update - revision date information confirmed to be unavailable by the claims handler on (B)(4) 2014. Original information (B)(4) 2014. Update received (B)(4) 2014: revision date added. Update received (B)(4) 2014. Revision date is incorrect. Revision dates added for both left and right hips. Left revision: (B)(6)2008 right revision: (B)(6)2010 update (B)(4) 2014 - rec'd and attached each hip's scf. Update for right hip: implant date ((B)(6)2006); reasons for revision - cup loosening, pain, component malalignment, metal socket capsized. Update for left hip: reasons for revision - cup loosening, pain, component malalignment, metal socket capsized.